Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the loss of capture was observed on the right ventricular (rv) lead, on the first post implant day. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.